Event description:
It was reported that the patient experienced balloon fluid loss resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.